Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3887-33, lot # j0315951v, implanted: (B)(6) 2003, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 3387-40, lot # j0101912v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator. (B)(4).

Event description:
Information was received by the patient that reported the therapy was turning off by itself which occurred during lightning storms which started in (B)(6) 2010. It occurred intermittently. It was not related to positional movement. The patient had a magnetic reed switch device. It was unknown if they had the cycling feature enabled. They were able to confirm the implantable neurostimulator (ins) status with the patient programmer (pp). The ins was noted to be off. When the ins would turn off, they would use the programmer to turn the ins back on. No symptoms were reported. The patient was implanted for essential tremor. Further follow-up is being conducted to determine what actions/interventions were taken to resolve the device turning off during lightning storms.